Event description:
"It was reported that the right ventricular (rv) lead exhibited high thresholds. No capture and under-sensing were noted on the current electrograms (egm). Low unipolar impedance was observed. Small r waves noted at implant". This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).